Event description:
It was reported that the ventilator had an issue with o2 supply. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
New information related to the section e - initial reporter was provided. Moreover, a correction of fields # d1 brand name, # d4 version or model# d4 ¿ unique identifier (UDI) and # e1 event site address were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit, d4 ¿ version or model # - previous version or model #: servo-I, corrected version or model#: 6487800, d4 ¿ unique identifier (UDI)# - previous unique identifier (UDI)#: missing, corrected unique identifier (UDI)#: (B)(4), e1 - name and address - previous name and address: (B)(6).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description. Service report and ventilator¿s log files were not provided. Our field service engineer (fse) was on site for further investigation. The reported o2 supply issue could not been reproduced. No parts were found faulty and the ventilator passed several pre-use checks. Since the issue could not been reproduced, the root cause of the reported problem could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).